Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) was explanted for reasons unspecified. No adverse patient effects were reported in this event. The device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection noted a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. A review of device memory confirmed that the device was able to deliver therapy prior to explant. This event will be updated if any additional information becomes available.